Event description:
The pt experienced a "brain attack" and believes the infusion device was the cause. On (B) (6) 2009, the pt's blood glucose measured over 33 mmol/l (594 mg/dl). The pt was taken to the hosp by her husband on (B) (6) 2009. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.